Manufacturer narrative:
Depuy still considers case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint ¿ asr revision. Asr xl acetabular system - left. Reason(s) for revision : component loosening - acetabular cup. Update: products, date & reason for revision as per update email received 18 dec 2011. 2nd revision took place on (B)(6) 2010 but we cannot confirm that depuy products were used. (B)(4) confirm products implanted at revision were pinnacle. Update received: 18th october 2013 - added product: stem, added further revision reason: pain and (B)(6).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.